Event description:
A customer reported damage to the pump housing around the usb port, affecting their ability to charge the pump. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump and instructed the customer on using manual daily injections as a backup therapy. The customer was also guided on putting the pump into storage mode and returning it with a prepaid label.